Event description:
It has been reported that one bd solomed¿ syringe has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: when trying to inject the product, the liquid (product) leaked through the crack in the side of the syringe of duoflam. Additional information: there was no damage to the patient/health professional. There was no exposure of drug to the skin or mucous.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8269902, quality notifications and maintenance records where no records potentially related to failure was found. No sample or photo was provided, however evaluating the complaint history it was possible to associate to barrel cracked. The potential cause for this is a syringe assembly failure that caused the damage. To define and manage actions to correct the incident, the CAPA 1035416 was opened. Some actions performed: perform timing adjustment on the transfer disk; create poka yoke to ensure staying in the correct position. Design new top disc guide after leak test . Make top disc guide after leak test . Design new bottom disc with accepted angle for cylinder entry. Make lower disc with accepted angle for cylinder entry. Implementation of additional release inspection as per CPR-070 sampling until CAPA closes h3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd solomed syringe has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: when trying to inject the product, the liquid (product) leaked through the crack in the side of the syringe of duoflam. Additional information: there was no damage to the patient/health professional. There was no exposure of drug to the skin or mucous.